Event description:
It was reported that the ventilator reset with an audible alarm. When the parents of the patient turned the ventilator off the ventilator would turn itself back on again. The patient was not on the ventilator at the time of the reset condition, therefore, there was no harm to the patient.